Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to misplaced electrode array and non-auditory percepts. The device passed all electrical tests confirming correct device function. This report is submitted on march 2, 2020.

Manufacturer narrative:
This report is submitted on october 21, 2019 by cochlear limited.

Event description:
It was reported that the device explanted (date not reported) due to an unknown issue.